Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was 5.9 mmol/l at the time of incident. The customer stated that they were unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Watchdog and hall sensor errors were noted in the insulin pump history and critical pump error open book during testing due to moisture damage on the electronic assembly. Moisture damaged was also found on the motor assembly. Unable to perform the functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. No additional pump errors were found in pump history. The insulin pump had cracked battery tube threads, cracked case at the corner of the belt clip rails and missing the display window cover.